Manufacturer narrative:
Device evaluation summary. Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to power on) was confirmed. Upon investigation, the battery charger/modem was unable to power on. The cause for the failure was isolated to a defective power supply brick. Additionally, the charger was unable to recognize and charge a battery. The cause of the failure was due to contamination on the battery board. The root cause for the defective power supply brick could not be positively identified. The root cause of the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a charger was unable to power on.